Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment confirming that the new alarm was due to secondary motor engagement. Freedom driver passed all areas of functional testing for acceptance at incoming inspection after secondary motor was placed back in primary alignment. Due to evidence of secondary motor engagement, additional functional testing was performed on the secondary motor system. Driver passed all areas of functional testing on the secondary system without issue. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue during alarm data file review. The customer complaint was not replicated during testing; the root cause of the reported red alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Unintended secondary motor engagement is a known issue that is currently being addressed but is not a device malfunction. The freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Freedom driver was being switched out during a clinic visit so it could be returned for scheduled maintenance. Freedom driver s/n (B)(6) was intended to be the secondary back-up driver but when started for check it had a red alarm. Patient switched to different backup driver without any reported adverse impact.

Event description:
Freedom driver was being switched out during a clinic visit so it could be returned for scheduled maintenance. Freedom driver s/n (B)(6) was intended to be the secondary back-up driver but when started for check it had a red alarm. Patient switched to different backup driver without any reported adverse impact.